Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital upon developing an infection one week after an implantable cardioverter defibrillator exchange procedure. The patient was hospitalized for one week and the infection was mitigated with antibiotics. The patient was discharged.